Manufacturer narrative:
In follow up with a complaint handler on (B)(6) 2018, the customer confirmed that she was prescribed a prescription strength topical steroid cream to treat the rash. The customer indicated that she was still pumping with the symphony breast pump, even though the breast shields gave her a rash, as she wants to maintain her milk supply. She indicated that the baby breast feeds as well. Reported issues of rash were investigated under in (B)(4), which determined the root cause to be potential for the product, after it is opened, to come in contact with environmental allergens, lotions or creams, and cleaning solutions that may cause an allergic reaction or irritation. Such root cause is not a product malfunction or a deficiency in information available to the user.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that she developed a rash from using the 24mm breast shields with a symphony breast pump. She alleged that the rash was two perfect circles on her breasts. She alleged that the outskirt of her areolas are hot to the touch and she has been to her doctor, in and out of the hospital and has been prescribed a steroid cream. She said she is only about 5 weeks post birth, and the rash was pointed out to her about 3 weeks ago. The rash has been there since the beginning of her using the breast shields. She indicated that excess areola is not going into the breast shield tunnel, that only her nipple goes into the tunnel.